Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome by flextronics on september 16, 2019 revealed that the device was outside calibration specifications. The control bar, cable, needle bearing, reciprocating arm and some screws were damaged. The motor and switch were also found to be defective. Repair of the electric dermatome was performed by flextronics on september 26, 2019 which included replacement of the control bar, shaft bearings, sleeve bearings, plug harness assembly, needle bearing, reciprocating arm, screws, motor and switch. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the device was outside calibration specifications. The control bar, cable, needle bearing, reciprocating arm and some screws were damaged. The motor and switch were also found to be defective. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended per for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during a pm, it was found that repair was needed. There was no reported event from the customer, the unit was sent in only for maintenance. Please see below the failure descriptions what were noted after diagnosis: recalibrated; damaged control bar replaced; damaged cable replaced worn reciprocation arm was replaced; defective motor replaced; defective switch replaced defective sleeve and shaft bearings replaced; damaged screws replaced. No adverse events were reported as a result of this malfunction.